Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during testing, the therapy / energy select knob was not working and the device would not power on. There was no pt involvement.